Event description:
Further follow-up indicated that the eri message was triggered prematurely. A wireless software update was performed which cleared the eri message.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is not known if the eri message triggered earlier than intended. The device is providing therapy.